Event description:
The surgeon implanted an aq2010v three piece lens but it tore while being inserted. The lens was removed with no patient injury. The nurse stated it was unknown as to why the lens tore. An msi-pm injector and an aq cartridge were used nut the lot numbers were not provided by the facility.